Event description:
Medical affairs was unable to get a hold of the patient to abtain clinical information and will be sending a letter. Customer services documented the following information: patient alleged that in 2003, they were admitted in the hospital where they were kept for 24 hours, due to their meter not powering on for over a week. They were treated with insulin every two hours. Unknown what patient's reading was in the hospital. Patient claims that the pharmacist had replaced the batteries and meter still did not power on. Medical affairs is reporting this case as an adverse event due to the fact that patient was not able to test their bg and ended up being treated every two hours in the hospital for hyperglycemia.